Event description:
During a tumt procedure performed on an outpatient basis in medical ctr, the urologist made an urgent telephone call to a svc person informing him that "this machine isn't working right". The machine, called a prostetxon was used on rptr to burn away an enlarged prostate. It burned entire urinary tract and seven operations later rptr had to have an artificial urinary sphincter put in. Rptr visited dr for ed (erectile dysfunction) which is partially caused by a swollen prostate. He examined rptr and proceeded to prescribe antibiotics. He also performed several tests to fix the ed problem. During discussion with him, rptr asked him how he would permanently treat bph. He said the "golden standard" is a turp (trans-urethral resection of the prostate) in which a person is put under anesthesia (either full or a spinal one for the lower part of the body). This is about 99% effective with minimal risk of incontinence (urine flowing freely, either partially, or fully without the ability of the penis to stop it) and minimal ed risk. However, he did say "I have a new technique that was developed in france called a prostetron that only requires local sedation and can be performed in the hosp during a one-day procedure. He said it was simple, safe, painless and has about a 65% success rate. "We can do it on a friday, put in a catheter for draining over the weekend, and have you back to work monday with no catheter" he said. In an answer to question, he said that "if it didn't work, we can always go to the turp." He talked about it glowingly and boasted that he had brought this procedure into the us for FDA approval. He never once told rptr anything about the downside of this procedure except to hand rptr a booklet put out by the prostetron machine co explaining how it works and how simple it is. Nothing was further from the truth. Dr performed the procedure and told rptr a few days before that they would of course have to wear a penile catheter for a few days but that it would not be uncomfortable and rptr can go to work the next monday. What followed over the rest of the year was a litany or horrors, anguish, pain, spasms, suffering, surgical operations, complete loss of sexual ability, and about a five-month stay away from work, three months of which were an official medical leave of absence. This whole thing has affected rptr mentally as well, hooking them onto xanax, a highly addictive tranquilizer which rptr is now trying to get off. In the interim, rptr visited and consulted with several urologists, including one world-known specialist. Rptr doesn't remember signing anything consenting to the procedure in the hosp, but even if they did, this was uninformed consent. Dr told rptr absolutely nothing about the downside of this procedure. The way dr explained it and rptr understood it, "even if the procedure is 35% ineffective (a 65% success rate), you would lose nothing and still be back where you started." It is important to note that the prostetron microwave machine broke down for about 30 mins while the procedure was being performed. Dr hollered out to the nurse assisting him "where's the phone number of the svc tech for this machine," whom he called and got it started again. This could have been the root of rptr's problems (the machine malfunctioning), or it's also possible that the procedure was not performed correctly, or both. The procedure was anything but simple. Rptr was strapped to a table and given practically every local sedative and pain killer possible (demerol, codeine, local injections, etc). Rptr was internally "screaming from the top of my lungs" from the burning pain and kept saying "we're almost done." This lasted for about 1 1/2 hrs after which rptr was wheeled back to the day accomodation ctr. Rptr was sent home in extreme pain. Rptr could neither stand, sit or sleep. Rptr found themselves walking the floors of house day and night just to get rid of all the internal pain in prostate and urethral passage, literally jumping around like a kangaroo. Rptr felt like they were still on the prostetron machine. What followed was a whole bunch of emergency room visits to medical ctr all directly over the next several months, all related to the prostetron procedure. After about a couple of weeks away from work, rptr was able to go to work with no penile catheter. Rptr noticed that they began to pass a lot of debris (burnt tissue from the prostate) and in many cases rptr would get blocked temporarily for a couple of hrs until waste tissue was finally forced out. One day while doing some exercise walking outside rptr's office rptr noticed a bit of pain in left groin. Thinking it might be a hernia, rptr put a heating pad on it the next morning before leaving for work. But the pain did not recede. So rptr called their primary care physician (pcp) and he told rptr to go to the ER of med ctr. What rptr had was epididimitis of the left testicle (infection of the left testicle) which was confirmed when one of five urologists in original urologist's practice who was covering for dr. Urologist who was on vacation. This is very painful and renders one motionless. Dr put rptr on cipro 500 mg twice a day. Rptr stayed home that week and into the next one, notices over the weekend that the left testicle, which had grown to the size of a grapefruit, became smaller, but the right testicle was getting bigger and more painful. So rptr called dr. Here were his words: "no wonder you're in such pain. You have bilateral epididimidis". Urologist should have admitted rptr to the hosp. A week was spent in the med ctr on IV antibiotics day and night. After this matter cleared up, rptr went on vacation. During vacation, rptr noticed some incontinence. Dr said that might go away. It did not. Rptr visited dr. He could not get any catheter in, dr then put rptr in a special procedure room where four staff members held rptr down while he proceeded to push a catheter through using a steel guide wire. Continued in b6.